Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the pump battery dropped from 90% to 20% while connected to a power source. The battery gauge later jumped from 25% to 100%. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.